Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a circumferential tear in the balloon material. The tear was identified 4mm proximal to distal balloon bond. No issues were noted during analysis on the shaft/ tip or markerband profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Complaint was originally assessed reportable for the q1 2015 asr, however this is now reportable based on investigation results approved on 15-mar-2016. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified artery. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 8 atmospheres. The device was completely removed from the patient and the procedure was completed with a 4.5x4 symmetry balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon circumferential tear.